Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this chronic implantable cardioverter defibrillator (ICD) was being explanted for a previously reported product performance issue. At the procedure, this right ventricular (rv) lead exhibited high out of range shock impedance measurements through a new ICD. The physician also noted that the rv lead connection in the header of the new ICD did not seem secure and instead felt loose. The rv lead was reconnected to the chronic ICD and again exhibited high out of range shock impedance measurements. The chronic ICD and the rv lead were explanted, and the new attempted ICD was also not used. The physician elected to implant a new df4 system. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no electrical anomalies other than the distal high voltage cable being disconnected from the connector block at the yoke molding. There was no evidence of localized stress, compression, or flexing at this site, as well as no sign of discoloration or residue suggesting the damage most likely occurred during the revision procedure. Set screw marks were noted on the lead pins. The leads were placed through is-1 and df-1 ports of header without difficulty. Laboratory testing was unable to reproduce the reported clinical observations and did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.